Event description:
The hearing aid (h/a) dispenser reported that the sentry ii waxguard came unseated and fell into the user's ear canal. The user was referred to their physician to have the wax guard removed. There was no injury to the ear.